Event description:
A pt in the ICU was supported by the pressure-controlled mode of a servo ventilator utilizing the device in the breathing circuit. Nebulized mucophylin (2ml undiluted) was administered for 15 minutes, and then nebulized fungizon (2mm of 50mg/20ml dilution) using a servo ultrasonic nebulizer. The frequency of administration was every four (4) to eight (8) hours. Ventilator settings were: tidal volume was 200-400ml, frequency 20 bpm, with 8-10 cm h20 peep. The pt developed hypoxia and hypotension. Water accumulation in the device was noted. The device was removed and replaced, and decreased physiological parameter returned to normal. No sequelae were reported.